Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-sep-2022 to 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis medstation es system went offline. The technical support specialist found that there were issues with db server performance issues and disk latency. The hospital information technology team performed disk migration for the d drive on db server to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nursing staff to log-in to the machines to pull medications for patients every night, putting patient care at high risk. The customer stated that there were interruptions to dispense from both the main inpatient pharmacy and medstations on the units. Customer added that there was no refill workflow done during the reported event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the reindexing task preventing user from login. The technical support specialist found server performance issue and disk latency issues. The hospital information technology performed disk migration for drivers on server and completed reindexing to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow nursing staff to log-in to the machines to pull medications for patients every night, putting patient care at high risk. The customer stated that there were interruptions to dispense from both the main inpatient pharmacy and medstations on the units. Customer added that there was no refill workflow done during the reported event. There were no adverse events or injuries reported based on this incident.